Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence due fluid loss in his artificial urinary sphincter (aus) caused the device to no longer work. All components were removed and replaced. No further complications were reported in relation to this event.